Event description:
According to the reporter, during a laparoscopic low anterior resection, while creating the anastomosis, the staples did not deploy. Ileostomy was created in case of bowel damage leading to over 30 minutes extended surgery time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.